Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, opening crack, crease fold, wear abrasion. Leak test was performed and found opening on posterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on posterior side. Based on the device analysis the final assessment is: a striate opening on posterior assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.